Event description:
This rv lead was implanted on (B)(6) 2010, and still international remains implanted at this time. Upon the initial interrogation v lead impedance and threshold trends shown that there had been a steady rise in these values in the bipolar configuration from the (B)(6)2017. The impedances from (B)(6) 2017 shown values within normal range. Threshold, impedance and sensing tests were appropriate in unipolar configuration. The threshold test in bipolar was 0. 7v at 0.4ms with an impedance of 2440 ohms and sensing 7.9 mv. Then noted an intermittent ventricular capture at 5v and immediately reprogrammed the device to unipolar. The physician was unknown at (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).